Event description:
The target lesion was in the mid rca. A whisper guide wire was inserted into the distal rca, pre-dilatation was performed, and a stent was implanted. A different dilatation catheter device was inflated for post-dilation, and then the procedure was completed. There was no problem observed at the time of the final angiogram. Two to three hours after pci, the pt had a shock. When angiogram was performed, tamponade was observed. As there was a epicardial hematoma, pericardiocentesis could not be done and CABG was performed. The pt encountered pneumonia and sequela in the brain due to the anoxemia.